Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy. Boston scientific technical services (ts) was consulted and discussed that the rhythm was detected in the ventricular fibrillation (vf) zone. The device charged and delivered a 41j shock that terminated the rhythm for 1.5 seconds. The patient went back into same rhythm and the device detected and charged to deliver another 41j shock. The rhythm appeared to terminate 3 beats prior to the shock but the rate was detected in vt 1 zone, therefore, a shock was delivered. The rhythm post shock appeared to be sinus tachycardia (st) around 187 to 200 beats per minute (bpm) and delivered three additional electric shocks. All therapy available was delivered. Additionally, far field oversensing was noted by ts. No additional adverse patient effects were reported. At this time, this device remains in service.